Manufacturer narrative:
Date of event: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of a ultrathane mac-loc locking loop multipurpose drainage catheter for an unknown procedure. The operator noted the stiffener was difficult to advance "into the hilt during drin assembly on the trolley." After difficulty advancement, "occasionally over the last little while" the "plastic" stiffener does not want to "come back out" and the drain "material concertinas instead". This failure has occurred approximately three or four times. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported to cook that 3-4 flexible stiffeners within a ultrathane mac-loc locking loop multipurpose drainage catheters could not be removed from the catheter. This incidents were reported by nhs lothian, in the united kingdom. The devices were removed, and another was placed to successfully complete the procedure. No adverse effects were reported. A review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record (DHR) was unable to be reviewed as the customer did not provide a lot number for investigation. A search of all lots supplied to the customer for the reported rpn during the time frame 01jan2017 thru 19feb2020 could not specify the affected lot. Due to this, cook could not complete a review of the device history record (DHR) or a database search for additional complaints. At this time, there is no evidence suggesting that nonconforming product from the affected lot exists in house or in the field. Product labeling was also reviewed. Instructions for use are packaged with this device. Relevant sections include: precautions: when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. It¿s possible that the catheter wasn¿t flushed prior to inserting the flexible stiffener, causing biomatter to cause resistance while removing the stiffener, but at this time this cannot be confirmed. Based on the information provided, no returned product, and the results of the investigation, it was concluded that a component failure without a manufacturing or design defect contributed to this incident. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.